Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager, refrigerator door was jammed and failed to open. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the refrigerator door was jammed and failed to open. A field service engineer (fse) identified that the refrigerator door was failing to open, removed and replaced the latch with a new unit. Fse then applied grease to all latch connection points, and securely fastened the cable connection, adjusted the remote manager alignment to properly align with the door hasp, verified that the remote manager now closes and opens correctly, instructed the customer to repeatedly open, close, and perform inventory from the refrigerator to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.